Manufacturer narrative:
The lot number of this device was available consequently, the manufacturer date of the device is unk. This device has been received by this MFR, but a physician evaluation has not yet been performed. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
The complainant reported that the clinicians were performing a therapeutic implant of an xcela PICC in a pt in 2008. During this procedure, when the nurse pulled the PICC, the guidewire shredded. The guidewire was removed from the pt and there were no device fragments left in the pt. The nurse successfully completed the pt procedure with this device. The complainant indicated that there were no adverse affects to the pt as a result of this reported problem.